Event description:
Healthcare professional reported for right side "calcifications" ,"capsular contracture grade IV" and "severe pain with both breast displacement". Device remains implanted.

Manufacturer narrative:
Continued (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Manufacturer narrative:
Additional information: date of birth (a2): (B)(6) 1972. Additional information: race (a6): white.

Event description:
Healthcare professional reported for right side "calcifications" ,"capsular contracture grade IV" and "severe pain with both breast displacement". Device has been explanted.